Manufacturer narrative:
The insulin pump received a motor error alarm during the rewind process due to the motor encoder signal being out of phase. The device was unable to perform the displacement test and unexpected restart error test due to the motor error alarm. It could not be verified whether the insulin pump had lost settings due to the motor error alarm. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and lost all of its settings after the insulin pump had been exposed to a strong magnetic field. The customer's blood glucose was 160 mg/dl. The customer stated that the insulin pump had been exposed to a magnetic resonance imaging machine. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.